Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional air leak test (2 bar) and the set performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a prismaflex st150 set during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date- the date of the event was reported as an unspecified day in (B)(6) 2023. E1: initial reporter last name: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.